Event description:
According to the report, bioglue was used during an aortic dissection. The syringes were properly de-aired and primed. Upon expressing the bioglue, it was noted to be "watery and would not set up" and it was dripping out the end of the tip. They were unable to adhere the two planes of the aortic valve together. The bioglue will be sent back to cryolife for evaluation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in the follow-up report.